Event description:
Eighty one minutes into a 3.5 hour treatment, the machine generated the "blood leak detected" alarm. There were no visible signs of a blood leak but the fluid at the drain tested positive for blood. The treatment was temporarily discontinued and then restarted on a different machine and disposables. Following discharge from the clinic, the patient was admitted to the hospital for complaints of a rash, hematoma at the site of his left a/v fistula, difficulty swallowing, and throat discomfort. The medical impression on admission was as follows: "most likely allergic reaction during hd and rule-out acute coronary syndrome." The patient's blood work revealed an elevated ldh and d dimer with decreased haptoglobin. There was no obvious schistocytes or spherocytes to suggest active hemolysis and it was difficult to establish a definitive diagnosis, however, the treating physician believed the patient had experienced some element of hemolysis. The cartridge blood set, bicart and revaclear max dialyzer were all discarded. The second dialyzer is associated with MFR report #3006552611-2011-00008. The phoenix machine was inspected by the hospital biomed technician and a gambro service technician and both found the machine to be operating within manufacturer's specification.

Manufacturer narrative:
The actual dialyzer involved in this incident was not available for investigation. A retained sample from the same lot number of suspect device was analyzed and there were no non conformities. There are no complaints from lot # c411200201 except for the two dialyzers associated with this event.